Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tube had the stopper pop out of the tube. The following information was provided by the initial reporter: ¿the stopper popped off during centrifuge.¿

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tube had the stopper pop out of the tube. The following information was provided by the initial reporter: ¿the stopper popped off during centrifuge.¿

Manufacturer narrative:
Additional information : d.10 samples received: (B)(6) 2020. Device evaluation: h.6 investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.